Manufacturer narrative:
H3, h6: the cori robotics USA, part number rob20000, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a lab, there were three errors experienced. The camera had a glitch, when walked in front of it, it was disconnected. However, it was rebooted and resolved. Later, upon starting the bone removal of the tibia, there was an error saying that the system could not create the tibia bone model and that the mesh needed to be recollected. And also the bur was experiencing too much torque and disconnecting (when doing the tunneling technique, the bur would make noises that made it seem like it was working too hard). After a couple of seconds, the screen gave a warning saying that the anspach drill had been disconnected. It went back to the bur unlock screen. It was unlocked, taken out, put back in, re-calibrated and resolved. This caused a delay of less than 30 minutes.